Event description:
An impella cp was placed via the femoral to support the 78 year old male who had been admitted in for a high risk coronary percutaneous intervention (hrpci) due to underlying coronary artery disease and diabetes. The pump supported for the hrcpi and was explanted. The groin site was bleeding and the team performed contralateral leg imaging to evaluate, and found a need to perform balloon tamponade to achieve hemostasis due to vessel damage either from a failed perclose or the 14fr introducer/pump access. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1: added product problem. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed: the cause of the bleed was not determined due to insufficient clinical details. Vessel perforation: the cause of the injury was not determined due to insufficient clinical details. Patient device interaction problem: the cause of the patient device interaction problem was not determined due to insufficient clinical details.